Event description:
It was reported that the customer was hospitalized for high blood glucose levels and that she was in the intensive care unit due to diabetic ketoacidosis. The blood glucose reading was 600 mg/dl. The customer complained of frequent thirst and urination, dropping ketones, and the feeling of a heavy head. She was beginning to experience diabetic ketoacidosis leading up to the hospitalization, and she was treated with intravenous insulin, as well as potassium, vitamin d and magnesium via intravenous drip. She stated that she was wearing the insulin pump at the time of the event. She advised that the infusion set cannula was bent upon removal and she had not been receiving insulin as a result, which led to the hospitalization. The customer stated that she did not currently have any symptoms of high blood glucose. The most recent blood glucose reading was 197 mg/dl. Advised a complete infusion set, reservoir and insulin change. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.